Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This product is not marketed in the u.s. (B)(4). Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter stated that the surgeon implanted a 12.1mm vticmo12.1, -15.0/+1.0/004 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged with a longer lens due to lens rotation, elevated iop, and lens dislocation/subluxation inferiorly. The cause of the event is reported as a patient-related factor. The reporter states, "larger sulcus horizontal than estimated by wtw causing icl to drop inferiorly (hole at inferior pupil edge)." Reference claim# (B)(4) for replacement lens.

Manufacturer narrative:
Device evaluation: lens was returned in a ziploc baggie, dry with clear surgical residue on the lens. Claim#: (B)(4).